Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. Troubleshooting was performed but the alarm returned. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to either the cassette not being properly inserted or the cassette sensor not operating as intended. The most probable cause for air bubbles in the tubing was due to the air detector not being turned on in the settings and/or the instructions for use were not followed regarding priming the tubing to remove air bubbles from the fluid path, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).